Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient presented in-clinic during follow-up after receiving inappropriate therapy. Oversensing was noted on a stored egm. Lead was capped.